Event description:
Rptr was diagnosed with breast cancer in the right breast in 3/81. She subsequently had both breasts removed and silicone gel implants inserted for reconstruction at the recommendation of her dr. Rptr has had numerous health problems caused by the implants. The right implant was badly disintegrated upon explantation. Rptr is disabled and cannot work or live a "normal" life. Rptr is isolated because she cannot be exposed to any chemicals without becoming very sick. Implanted 11/81 and explanted 3/92.